Manufacturer narrative:
Unfortunately, the customer sample was not available for evaluation. It is vital to the investigation that the customer sample be available for examination and testing. With the information provided, a complete investigation cannot be performed and the device history record cannot be reviewed. Root cause for the reported concern cannot be identified with the amount of information available. As preventive actions, the customer will be provided with a copy of the instructions for use. According to the instructions for use (IFU). "Drains or tubing should not be handled with any instruments. This can lead to tearing, warping, or weakening and subsequent breakage of the drain. To facilitate removal of the drain, the drain and tubing portions should not be curled, pinched, over-stretched or sutured; either internally or externally. Do not suture the drain(s). Drains should be placed and removed carefully by hand only with a slow, steady pressure. Excessive force may result in breakage. During placement and removal of the drain, do not nick, cut, tear or otherwise damage the drain as this may lead to breakage. Leaving the drain implanted for any period of time which allows for tissue ingrowth around the drain and into the holes, may cause breakage on removal." We will continue to monitor trends and utilize the information as part of continuous improvement.

Event description:
A post-operative total knee replacement patient had a retained portion of the drain which was not visualized until x-ray 15 days post surgery. Patient was taken to surgery and portion removed. No residual effects are anticipated.